Event description:
It was reported that (1) 355ld was used during a lap chole procedure. It was reported by the rep that in the middle of the lap chole the surgeon noticed a piece of plastic in the abdomen (picture enclosed). The surgeon noticed that it was from the trocar! The hospital enclosed the info from the trocars (labeling) but not the actual trocar because the pt had aids. The surgeon removed the plastic piece and finished the case. There was no consequence to pt.